Event description:
In the initial report received on (B)(6) 2026, the consumer stated that the product left a red mark and caused a burn. According to the completed consumer information report (cir) received on (B)(6) 2026, the consumer clarified that she used the product post-surgery. She reported that the adhesive burned her skin. Consumer returned the product to the store. The consumer returned the product to the store and had the affected area examined by her doctor, who confirmed the reaction appeared to be caused by the adhesive. The consumer stated that the issue was with the tape area and that symptoms resolved after she discontinued using the product. However, she stated that she still has scarring.

Manufacturer narrative:
As of (B)(6) 2026, aso was unable to retrieve the lot number information or unused return product. Aso reviewed records of biocompatibility tests, latex screening test with no issues reported. Refer to section b.6 of this report for further details.